Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous forearm vessel. A 5.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during second inflation for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified a that the balloon material had torn circumferentially approximately 6mm proximal to the distal markerband and this extended proximally in a longitudinal tear for a total length of 13 mm. A visual and microscopic examination was performed on both sections of balloon material and no other issues were identified. A visual and tactile examination of the shaft identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the tip and markerbands identified no issues that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous forearm vessel. A 5.0 x 40 75cm mustang balloon catheter was advanced for pre-dilation. However, during second inflation for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.